Event description:
Sixteen months after the symmetry bypass connector (sbc) was implanted, cardiac catheterization revealed 40% re-occlusion of the 1st diagonal branch and the ramus intermedius; and 100% re-occlusion at the 1st marginal branch. The sbc was used in all of these locations with a saphenous vein graft (svg).